Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had issues with inaccurate insulin delivery, decreased battery longevity, and unexplained no delivery alarms. No further details were provided regarding the incident. Troubleshooting was declined. The insulin pump was not returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm or failed battery test alarm noted during testing. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08730 inches. No possible over or under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report.